Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought there was a problem with their device. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The device was noted to be functioning as programmed. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.